Event description:
According to the reporter, during a thoracoscopic right upper lobectomy at the pulmonary parenchyma, when the jaws were closed, the green button was pressed, and the handle was squeezed, but the firing could not be done at all. A new cartridge with the same handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: egiaustnd endogia ultra univ std stap - (lot#unknown); sigphandle sig power sigphandle handle - (serial#unknown); sigpshell sig power sigpshell control shell - (lot#unknown); sigadaptstnd sig power sigadaptstnd linear adapter - (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.